Event description:
It was reported that after internal fixation treatment by used screw at outside hospital, the patient had a wound infection in the foot. Left achilles tendon rupture reconstruction was performed at (B)(6) 2018. There were no obvious abnormalities in the patient at the time of discharge.

Manufacturer narrative:
One 72200755 twinfix ti 5.0 ultrabraid device used for treatment, was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were limited without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Successful implantation hinges upon following the recommended site prep recommendations. Influences that could compromise product performance or integrity include: 1) suture breakage due to alternate prep method or instruments used. 2) dull drill bit used. 3) unanticipated bone condition resulting in torsional overload. 4) managing suture with sharp instruments. Per instructions for use: ¿do not use sharp instruments to manage or control the suture. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. Breakage of suture anchor can occur if predrilling is not performed prior to implantation. Either predrilling or use of a punch type device are recommended for site preparation, depending on the bone quality. A 2.5mm drill bit is recommended for this product size. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. Any surgical procedure carries a degree of risk and possible side effects. There is no objective evidence to suggest a direct link between the surgical site infection (ssi) and products used during the procedure. Product met specifications upon release to distribution. Complaint history review found no other report for this lot.

Manufacturer narrative:
One twinfix ti 5.0 ultrabraid device used for treatment, was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were limited without physical evaluation. If objective evidence becomes available the complaint may be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1) use of recommended site prep recommendations. 2) suture breakage due to alternate instrument use. 3) dull drill bit used. 4) unanticipated bone condition resulting in torsional overload. 5) managing suture with sharp instruments. Per instructions for use: ¿do not use sharp instruments to manage or control the suture. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. Breakage of suture anchor can occur if predrilling is not performed prior to implantation. Either predrilling or use of a punch type device are recommended for site preparation, depending on the bone quality. A 2.5mm drill bit is recommended for this product size. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. Any surgical procedure carries a degree of risk and possible side effects. There is no objective evidence to suggest a direct link between the surgical site infection (ssi) and products used during the procedure. A three year complaint history review for the lot number reported, indicated no similar allegations. Lot review did not indicate any condition or product/procedure failures that support the reported allegation. Subsequent e-mails indicated no clinical information was available for this investigation. Additionally, the product was not returned. Should any additional clinical information be provided this complaint will be re-assessed. Although source of infection cannot be identified for certain, various infection/sterility/compatibility failure modes were captured by failure mode analysis depending on cause. Product met specifications upon release to distribution.